Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 110: overvoltage set no energy) has been confirmed. Upon investigation the monitor was unable to power on. The code 110 was confirmed in the download data. The cause for the failure was isolated to shorted components f600 and u600 on the ca board. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing service code 110 (overvoltage set no energy).